Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of an erroneous high glucose result for 1 patient tested on accu-chek inform ii meter with serial number (B)(4). The initial result from a capillary finger stick was hi (result > 600 mg/dl). The patient was re-tested on the meter approximately 2 minutes later using a capillary finger stick and the result was "in the 200's mg/dl." The specific result could not be provided. The operator thought the result "in the 200's mg/dl" was more accurate. No adverse event occurred. The patient did not receive any treatment. Both levels of qc were run on the meter within 24 hours of the event with passing results. The test strips were requested for investigation. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.